Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: connecting tube had foreign objects. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the reported event could not be determined; in addition, the cause of the foreign object in the connecting tube could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported experiencing video acquisition issues during inspection for use involving an olympus colonovideoscope. There was no patient injury reported.